Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings:a call service 078 alarm was observed in the pump's black box. The threads on the battery cap were stripped. A call service 078 alarm was duplicated during the rewind step of the prime sequence. Corrosion was observed the pump's battery compartment. There was a crack along the side of the battery compartment. Further moisture damage was found on the printed circuit board.